Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. Testing on the insulin pump could not be performed because the insulin pump was not present at the time of the phone call. Nothing further was reported.